Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the measured o2 concentration was higher than set and the ventilator generated a "hissing" sound during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). Our complaint investigation is finalized. The ventilator was investigated by our service engineer (fse). The fse was on site and exchanged air and o2 gas modules to solve the reported ¿high o2 concentration alarms¿ problem. After functional and calibration check, the system cleared for clinical use. No parts were returned and no ventilator logs were provided for our investigation. Therefore root cause for the reported event could not be found.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).